Manufacturer narrative:
Unable to perform displacement test or occlusion test due to missing retainer. The reservoir does not stay locked in due to missing retainer. Device power up properly after battery installation. Device received with operating currents within specification. However, unit received with corroded battery tube. Device passed self test, rewind, seating, basic occlusion test and force sensor test. No blank display anomalies noted. Device properly connected to glucose sensor simulator and received bg reading from the contour next blood glucose meter. No anomalies noted. Device received with broken reservoir tube lip, missing reservoir tube o-ring, pillowing keypad overlay, cracked select button keypad overlay, minor scratches on case and minor scratches on lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had a high blood glucose value of 430 mg/dl and broken reservoir tube lip. Customer declined troubleshooting for high blood glucose. The insulin pump is expected to be returned for analysis.